Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications. Single false reactive patient sample results may occur, as the assay specificity is greater than 99%. A review of quality control data confirmed that all results were within expected ranges. The investigation was limited by the unavailability of the elecsys hbsag ii confirmatory test in china, and no further analysis could be conducted on the patient sample. The root cause was attributed to a false reactive result for the patient sample. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a repeatedly reactive result for a patient sample tested with the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The patient sample was tested for hepatitis b using the hbsag g2 elecsys e2g 300 v2 assay, which yielded a result of 6.11 coi (reactive). A re-run of the sample after centrifugation produced a result of 5.98 coi (reactive). Additional testing with elecsys ahbs, elecsys hbeag, elecsys ahbe, and elecsys ahbc assays yielded non-reactive results. Testing with competitor assays, including ahbc igm and hbsag, also produced non-reactive results. Subsequent dna testing for hepatitis b virus (hbv) was negative for the patient.